Event description:
It was reported that during testing conducted at the manufacturer, a broken bur was discovered with the drill attachment. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the manufacturer for an unrelated issue and upon evaluation, a broken bur was discovered within the drill attachment. Extensive corrosion was discovered within the device, which can lead to bur breakage when attempting to remove cutting accessories. The device could not be repaired and therefore was not returned to the user facility.